Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: january 15, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the device was inspected under magnification. The complaint device was received with the plunger rod partially advanced. Viscoelastic residue was distributed through the length of the cartridge. A stress mark observed on the cartridge tip extended into the cartridge tube; however, the viscoelastic residue was in specification for a used device. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly was inspected, and presented with no issues. The plunger rod advancement was inspected, and presented with no resistance. The lens was received cut in half with one haptic detached and the lens was coated in viscoelastic. No additional issues were identified. The complaint issue "lens damaged" was not identified during product evaluation. The other observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - first/given name: unknown, as information was requested but not provided. Section e1 - last name: unknown, as information was requested but not provided. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that cracks were observed in the center of the preloaded monofocal intraocular lens (iol) optic after it was implanted into the patient's eye. The account believes that the plunger of the preloaded device seemed to have hit the bottom of the lens which lead to two cracks in the center of the optic. The lens was removed and replaced within the same procedure. The patient's visual acuity is slightly weak: distance uncorrected visual acuity is 0.7 and the corrected visual acuity is 0.8. Account indicated that the physician prepared the device with ophthalmic viscosurgical device (ovd) and it was inserted from the cartridge canopy and placed horizontally. The instructions for use were followed and no resistance was felt while turning the preloaded device plunger. No further information was provided.